Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the infection resolved and the patient is doing well without vns. At this point, the patient's mother has no intentions of having a new vns system implanted.

Event description:
The physician reported that the increased seizures were not changed in comparison to pre-vns seizure frequency levels. It was further reported that the initial implant surgery used a permanent suture. During explant surgery, the entire lead was removed from the pocket including electrodes from the nerve. The patient is severely disabled; the physician suspects that she manipulated the vns device and incision obsessively, and thereby, causing the generator migration and protrusion.

Event description:
It was reported that the recently implanted vns patient developed an infection. The patient¿s incision site was washed out and the patient was admitted to the hospital of IV antibiotics. Clinic notes were received indicating that the patient did not present with any postoperative complications during an office visit on (B)(6) 2014. The patient was seen again on (B)(6) 2014 due to concerns regarding the patient¿s surgical incision site. It was reported that the patient¿s generator had become out of position as it was seen protruding more when the patient was lying on her side vs. Standing or lying flat. The notes indicate that the patient¿s generator may have been displaced during to patient manipulation or movement but was functioning properly. Additionally, the patient had been experiencing an increase in seizures. The patient¿s device output current was subsequently increased. No signs of infection were observed during the office visit on (B)(6) 2014. The patient¿s incisions site was noted as healing well. The notes indicate that during an office visit on (B)(6) 2014, the patient had redness and tenderness at her incision site. The patient had been more lethargic than normal and also had a fever of 100°f the day before the office visit. The patient was given antibiotics and referred for surgery to clean and drain her incision site. Operative notes indicate that the patient underwent surgery on (B)(6) 2014 due to obvious infection and erythema at the incision site. There was no active drainage. Upon reopening the incision site, pus was observed surrounding the subcutaneous pocket surround the patient¿s generator. The patient¿s generator was explanted and cleaned with antibiotics. The patient¿s incision site was washed out with antibiotics and the generator was re-implanted. Cultures were positive for staph. Aureus. Follow-up revealed that the surgeon later elected to remove the patient¿s generator and lead. The patient was placed on an antibiotic regimen and is expected to be re-implanted. The patient has not been re-implanted to date. It was noted that the patient¿s increase in seizures was back to pre-vns baseline levels.